Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The device was tested and passed, however, this device was also failing for ec 306 due to high readings from the downstream sensor. This condition can cause the pump to falsely alarm downstream occlusion alarms. The downstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.